Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was possible to confirm the failure mode reported as broken package - sterility compromised. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted from the current production from p/n (B)(4) visistat 35w 6/box lot# 73b2300559 the staplers were visually inspected, and issue reported broken package - sterility compromised was not observed in the current manufacturing process. The device history review for the product visistat 35w 6/box lot # 73d2200545 investigation did not show issues related to the complaint. Failure mode broken package - sterility compromised could not be confirmed with picture provided. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: on (B)(6)2023 ,the package was found broken during inspection.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with a hole near the tip of the device where the staples are ejected. A crack is present along the right edge of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. Root cause is identified in the CAPA. The device history review for the product visistat 35w 6/box lot# 73d2200545 investigation did not show issues related to complaint. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: on 1 march 2023,the package was found broken during inspection.